Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, bubbles were noted in the sheath and the patient had to be resuscitated and intubated. Transseptal puncture was performed and the sheath was advanced into the left atrium. The dilator and wire were removed and then aspirated with a syringe from the side tube. The catheter that was to be inserted into the sheath was then prepared. During this time, the ECG showed st elevation and the patient's condition worsened. It was then noted that the tube was filled with air bubbles, although aspiration had previously taken place. The patient then had to be resuscitated and intubated and is currently in intensive care.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
The device was received. Follow up report needed to address analysis.